Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient (pt) said they had been having difficulty recharging on and off for the last couple of months (would stop charging and light would stay solid) and then today pt received a software problem 1. Intellis 2. 3.0 3. 243 4. Qf_port while trying to recharge the ins. Pt said when they had difficulty recharging, they would just take the battery out of the controller to resolve the issue. Patient services (pss) walked pt through removing the battery pack and re-insert the battery and pt confirmed the message was cleared. Pt inspected the recharger (rtm) and said it looked good. Pt said the rtm does get hot when recharging. Pt said they have to sit in place when recharging and mentioned that they have to recharge the ins every day due to the level of stimulation they require. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed no issues with finding or charging ins this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.